Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Through visual an functional testing it was confirmed that the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was not able to receive exams over the network. It was noted that the site had tried two different wall ports. There was no patient involvement. The manufacturer rep confirmed she was able to follow up for additional troubleshooting and found the issue on the pacs end. They were able to resolve and system is functioning normally.

Manufacturer narrative:
A software analysis was initiated to determine the cause of the reported issue. Analysis confirmed that the software was functioning as intended. If information is provided in the future, a supplemental report will be issued.